Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. The reported complaint was not confirmed via inspection of the a1018 mayfield ultra base unit. Repairs could not duplicate slippage. Unit required general maintenance and cleaning and replacement of worn parts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 5 reports. Other mfg report numbers: 3004608878-2020-00716, 3004608878-2020-00717, 3004608878-2020-00719, and 3004608878-2020-00720. A facility reported the patient slipped from the mayfield infinity skull clamp during an unspecified neurosurgery and had a small laceration on the head that did not require surgical repair. There was no known surgery delay. Additional information has been requested.